Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a symptomatic patient presented in emergency room with muscle stimulation and backup vvi mode. A device image was sent for further investigation. A device download was performed successfully. The patient is stable.